Event description:
While on site, the clinical applications person reported that the cine function was not working and an error message was displayed, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was reformatted. The system was then found to be operating as intended.